Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event. A visual inspection found two large areas of the tyvek lid loose from the tray confirming the sterile breach.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined. The instruction manual states, ¿upon receipt, examine the instrument and accessories for damage. Do not use a damaged product.¿

Event description:
Olympus was informed that the sterility of the device was compromised. During preparation for use, it was found that the top of the tray was not completely sealed. A total of three devices were compromised. The devices were not used. There was no patient involvement. This is 2 of 3 reports.